Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred during bolus and basal deliveries. Reportedly, the customer changed the infusion sets or simply cleared the alarms and resumed insulin delivery. Customer's blood glucose level was in the 400 mg/dl range. A correction bolus was delivered via the pump, a manual injection was administered and an infusion set change was performed to address bg.